Event description:
It was reported that the image quality on the 6800 system was poor due to the fact that someone had struck the side of the image intensifier with a blunt object. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the image intensifier (ii) and aligned the camera centering. The system was tested and found to be working as intended and placed back into service.